Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump miscalculated boluses; however, customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level.